Event description:
It was reported that partial stent deployment occurred. The patient was diagnosed with deep vein thrombosis and was scheduled for venous thrombectomy procedure plus left iliac vein angioplasty. Entering the hemodynamics room, subacute thrombus of the left iliofemoral vein was found and thrombectomy was performed with a non-boston scientific device. Later, it was decided to perform angioplasty with a mustang balloon and epic stent implantation. The 60% stenosed target lesion was located in the moderately tortuous and moderately calcified femoral ilio vein. (B)(4). The safety device was in the correct position but visualization of the metal part of the stent was out of the axis. The procedure was completed with 14x60x120 epic stent. There were no patient complications reported.